Event description:
The customer reported that as they were about to initiate therapy on a patient that had been prepped for a procedure (iab inserted), the unit powered off without any warning. The technician recycled power to the pump, and it started up normally. The pump was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Datascope service replaced the power supply. The unit was tested to factory specifications. It functioned normally and was returned to the customer.